Event description:
It was reported that patient had gone in for an MRI without switching the device off and then the device went into backup status. Normal device function was restored through firmware download.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.